Event description:
Hill-rom received a report from the account stating the nurse call would not work from the patient left side. The bed was located in (B)(6). There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the patient left nurse call button was the issue. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the patient left hand nurse call button to resolve this issue. Based on this info, no further action is required.